Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned severed approximately 560mm from the terminal end. Only the proximal segment was returned. This lead passed continuity testing, indicative of intact conductors. Laboratory testing was unable to confirm the allegation of infection, however infection is a well documented medical outcome whenever the skin barrier is breached.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection and vegetation. This lead had been implanted at the bundle of his. Of note, the ingevity labeling instructs clinicians under warnings that "the safety and efficacy of the tip electrode placement in the right ventricle above mid-septum has not been clinically established." No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection and vegetation. This lead had been implanted at the bundle of his. Of note, the ingevity labeling instructs clinicians under warnings that "the safety and efficacy of the tip electrode placement in the right ventricle above mid-septum has not been clinically established." No additional adverse patient effects were reported.